Event description:
Customer reported erroneous high ise (ion selective electrode) patient results generated on the au5800 clinical chemistry analyzer. The erroneous results were not reported out of laboratory. There was no report of change in treatment, injury, or death associated with this event. The customer did not provided patient demographics. The customer did not provide patient data.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced ise (ion selective electrode) buffer valves, to resolved the issue. Patient demographic information was not provided. Patient data was not provided. Customer phone #: (B)(6). Beckman coulter internal identifier is case-(B)(4).